Event description:
During a meeting with rep of stryker europe, surgeons from sweden reported a high rate of revision with a particular group of acetabular components. The reasons for revision reportedly included shell loosening, insert wear and/or osteolysis. The info that was discussed appears to span a period of several years - from the early 1990's to the present. The conversations were general in nature and did not focus on a specific incident. Following the meetings, the surgeons submitted product labels from multiple revision surgeries that were reportedly representative of the issues that were discussed. No other specific info was provided. Ref MFR report #'s 2243265-1999-00004 thru 00015.